Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 7/18/2025, a sales representative reported via email that an ar-1588rtt2-ib fibertag tightrope ii tightrope frayed and eventually detached from the graft. This issue was discovered during a procedure on (B)(6) 2025. Additional information was received on 07/24/2025: during an acl reconstruction procedure on 07/17/2025, the ar-1588rtt2 fibertag tightrope ii implant broke inside the patient. All fragments were successfully retrieved. The procedure was completed using a replacement ar-1588rtt2 device, resulting in a brief delay of approximately five minutes. No additional anesthesia was required. A non-arthrex product was used to prepare the bone socket for implant insertion. The patient's bone quality was assessed as "good."

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude the most likely cause. The most likely cause of the reported failure is user error, including improper bone preparation and incorrect surgical technique during device application. These factors may have contributed to the malfunction or compromised the integrity of the implant during the procedure. The complaint allegation could not be confirmed, as the device was not received for evaluation, and no evidence of the reported failure was provided.